Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was discovered to have a crack resulting in noise. The physician elected to explant and replace the rv lead on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events of crack resulting in noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil, consistent with friction to the device can. Electrical testing found no indication of conductor fractures or internal shorts. The cause of the reported event of noise was due to the insulation breach. No other anomalies were seen.